Event description:
It was reported that during a superficial femoral artery (sfa) interventional procedure, a stent deployed prematurely. The 75% stenosed lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. The sentinol biliary stent 5 x 40mm was advanced to the lesion, and under fluoroscopy, it appeared that the stent had started to deploy. The stent was removed. The procedure was completed with another unspecified device. No patient complications or injuries were reported. The patient's status is reported as "fine".